Manufacturer narrative:
Investigation summary: the investigation has been completed. Device in wrong position: the pump was not returned for investigation. Data log shows an active "pump position in aorta" alarm, with trends in motor current and flow confirming the pump was out of position. The cause of the positioning issue was most likely unintentional use-related, as the issue occurred during patient transfer. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support following an episode of ventricular arrest which required multiple rounds of defibrillations to resolve. The patient was presented for a percutaneous coronary intervention following impella cp support to address a chronic total occlusion of the left anterior descending coronary artery and lesion of the right coronary artery. The physician was unsuccessful at opening the right coronary artery, and the patient was transferred to another hospital for a possible coronary artery bypass graft. Upon arrival to the hospital, there were alarms for impella in aorta. The decision was made to remove the impella cp due to the positioning issue. The outcome of patient is unknown.